Event description:
It was reported the implanted neurostimulator was not working; the cause of which was unknown. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3776-60, lot#, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, lot#, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, lot#, serial# (B)(4). Product type: recharger. Product ID: 37743, lot#, serial# (B)(4). Product type: programmer. (B)(4).